Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). It was reported that the leads migrated downward 2 vertebral bodies during the trial. X-ray was taken. The cause was stated to be that the tape on their back came loose. Issue is resolved, the leads were removed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260, (serial: (B)(6); product type: 0215-screening device; implant date: (B)(6) 2025; explant date: (B)(6) 2025, brand name surescan; product ID 977d260, (serial: (B)(6); product type: 0215-screening device; implant date: (B)(6) 2025; explant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.